Manufacturer narrative:
A bci field service engineer (fse) found the cap piercer blade broken and shaved pieces off the blade wick and clogged the blade wash drain. The customer technical support (cts) blade count was over 87000. The customer ordered a replacement blade. Fse instructed the customer on how to change the blade.

Event description:
A customer contacted beckman coulter inc. (Bci) to report fluid leak from the cap piercer blade wash station. No injury was reported.